Event description:
It was reported that balloon rupture and shaft break occurred. A 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during procedure, it was found that the proximal shaft was kinked and reverse blood flow was observed when pulled back into the guide. During removal of the device, it was confirmed that the shaft broke inside the guide catheter. The separated shaft was retrieved by removing together with the system and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 745mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A touhy inflation aid was attached to the broken hypotube. The inflation device was verified and a recommended 0.014 inch test guidewire was loaded without issue. The balloon inflated to rbp, maintained pressure, and deflated in 12 seconds as per specification. The stent expanded without issue. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and shaft break occurred. A 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during procedure, it was found that the proximal shaft was kinked and reverse blood flow was observed when pulled back into the guide. During removal of the device, it was confirmed that the shaft broke inside the guide catheter. The separated shaft was retrieved by removing together with the system and the procedure was completed with another of same device. No patient complications were reported.